Event description:
Reportable based on the product analysis completed on (B)(4) 2015. It was reported the catheter had difficulty tracking over the guidewire. During a long angioplasty procedure of the right fem-pop segment, two stents were deployed using a zipwire. The physician tried to load a third stent, this 5x40x130 innova, over the zipwire but the delivery system was sticking on the wire and was unable to be introduced to the patient. The physician pulled hard to remove the stent from the wire. Both the stent and the guidewire were replaced to complete the procedure. No complications were reported. However, the returned product analysis revealed that the stent was partially deployed.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified a kink in the shaft at the distal end of the nose cone. The stent was partially deployed 4mm. The inner diameter (ID) of the inner shaft was measured at both ends with a calibrated pin gauge set; the ID was .038" at both ends, which is within specification. Functional testing was performed with a .035" zipwire guidewire as the guidewire used in the clinical event was not returned for analysis. The zipwire advanced to the kink but could not advance any further. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).